Event description:
Related manufacturer reference number: 2017865-2023-16783. It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp had prematurely separated from the delivery catheter, and the tethers on the catheter were noted to be misaligned. The device was retrieved and the procedure was completed with a different lp and catheter on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature separation was not confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. No other anomalies were detected.